Event description:
The customer reported that following a cardiac catheterization in 2001, a vasoseal vhd was deployed. At some point following the procedure the patient was taken back to the cath lab due to a collagen insertion. Post procedure x-rays showed a round thrombus-looking foreign object in the left common femoral artery. The physician successfully pushed the foreign object into a collateral, non-dominant arterial branch. No further patient complications were reported. The physician felt that the foreign object was vasoseal collagen due to its shape and the fact that the physician was able to move the object without it breaking up. No further details were made available.